Event description:
It was reported that a peritoneal dialysis (pd) pt passed away in the hospital due to the clinical issue. The cause of death was not related to the cycler and the pt was not using or connected to the cycler if the time of death. Further info has been requested.

Manufacturer narrative:
A supplemental report will be submitted upon final review and completion of the pt's investigation.